Event description:
It was reported by the rep that the (1) tlc75 was used during a bowel resection procedure. It was reported that on the second firing, a reload was placed on the instrument and was unable to be fired across the tissue. A new instrument was used to complete the procedure. There was no pt consequence.